Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the previously working remote monitor would not power on when the start button was pressed. The monitor was reset, the cords were connected/reconnected with no success. No patient complications have been reported as a result of this event.